Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump button get stuck. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was exposed to a change in altitude. Customer also reported that the insulin pump buttons were responsive after removing the battery cap and reinserted it. Customer stated that he had keypad issues even if he is not in an airplane travel. The insulin pump is not expected to return for analysis.